Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 415 mg/dl and the insulin pump had received power error detected alarm. The customer treated with an insulin pump and manual injection. Troubleshooting steps were performed for power error detected alarm and noticed the error recurred within a week of troubleshooting previous occurrence. Offered troubleshooting for high blood glucose, however the customer declined. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The product will be returned for analysis. The infusion set and reservoir will not be returning.